Event description:
(B)(4). After placement of essure in (B)(6) 2011, I began experiencing heavy menstrual bleeding and clotting, along with extreme cramping. I also noticed hair loss and skin rashes after essure placement. My gynecologist performed an ablation on (B)(6) 2014 in an attempt to alleviate menstrual cramping and bleeding. The ablation was not successful. On (B)(6) 2016, I will have a full hysterectomy at the age of (B)(6) due to heavy bleeding, clotting, and cramping.